Event description:
It was reported that the green gas dampener was damaged causing the head end legs to retract slowly. It was reported the customer was loosening the lock bolt on the green gas dampener. There was no reported patient involvement or adverse consequences.

Manufacturer narrative:
Customer loosening lock nut on green gas dampener.